Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Despite numerous attempts, the imaging from the procedure could not be obtained. Additional investigation revealed that septal hypertrophy and mitral annular calcification (mac) were present, the native aortic valve was severely calcified, and the patient's ejection fraction (ef) was 60 percent. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In the absence of the imaging from the procedure, the root cause of the reported aortic malposition and pvl cannot be confirmed. It is possible that patient factors, such as septal hypertrophy, mac and a preserved ef, may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, the sapien valve was deployed 90:10 aortic with a paravalvular leak (pvl) of 2+. A second sapien valve was deployed 50:50, on the ventricular side of the first sapien valve, resulting in trace pvl. Per report, heavy calcium on the native valve moved the sapien valve aortic upon deployment. Additional information obtained from the site: per the echo report, septal hypertrophy and mitral annular calcification (mac) were present. Additionally, aortic valve calcification was severe, and the patient's ejection fraction per echo report was 60% ((B)(4).)

Manufacturer narrative:
The investigation is ongoing.